Event description:
It was reported that an individual who is not prescribed v-go accidentally sat on a v-go device at a store and the needle had pricked the individual. The call was disconnected and during the return call, it was reported that the individual was in the emergency room (ER). The device in question was not saved and is not available for return to the manufacturer for evaluation. The device sku and lot number are unknown.

Manufacturer narrative:
Adverse event (ae) assessment: ae assessor contacted the caller, spouse. He is reporting his wife (non-v-go patient) sat on a v-go device at the dollar store in lubeck, west virginia. She was pinched with an exposed needle from the v-go device. The needle went through her jeans, broke the skin and blood appeared. They took the device to the emergency room. Type of v-go and lot number is unknown. He reports no insulin was in the device. The hospital disposed of the device. His wife is being treated for exposure to blood borne pathogens from a needle stick from unknown source. Plan of care; blood work, start truvada and follow up with health care provider. In summary an unknown individual did not follow the v-go procedures to retract the v-go needle prior to removing the device and to properly dispose v-go device. An individual has a bloodborne pathogen exposure from needle, unknown source. The exposed individual followed up with medical care and is following plan of care.